Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to bacteremia and cied system/pocket infection. The traction platform manufacturer/type is unk. Using a spectranetics 16f glidelight laser sheath and a spectranetics large visisheath dilator sheath to remove the rv lead, advancement was made past the superior vena cava (svc); however the patient''s blood pressure dropped. Transesophageal echocardiography (tee) detected an effusion in the area of the rv. Rescue efforts began immediately, including pericardiocentesis, bypass and sternotomy. An svc perforation was discovered and repaired, and the rv lead was removed through the ra and pocket, in two pieces. The patient survived the procedure. The surgeon stated the perforation looked more like a hole than a tear, so he thought the bevel of the visisheath likely caused the perforation. The ra lead was also removed during the procedure. This report captures the visisheath in use in the svc when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's weight unk. Device lot number, expiration date unk. Partial UDI populated. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Great vessel perforation is a known risk of complication with use of the visisheath. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.